Event description:
Reporter stated that patient obtained a blood glucose result of 233 mg/dl, before dinner. Patient reportedly delivered 20 units of insulin lispro before eating ham, green beans, sweet potatoes, and cornbread. Reporter stated that, before going to bed at 11:00 pm, patient delivered 20 units of insulin glargine. Four hours later, patient reportedly fell out of bed. Reporter tested patient's blood glucose 15 minutes later, using the suspect device, and obtained a result of 188 mg/dl. Two minutes later, patient's blood glucose was retested with a result of 182 mg/dl. Reporter phoned a friend (who is an emt) ad 911 for assistance. Reporter stated that, friend arrived first and tested patient's blood glucose, using the suspect device, with a result of 158 mg/dl. Forty-five minutes later, the ambulance arrived and transported patient to the hospital. En route to the hospital, patient's blood glucose reportedly measured 54 mg/dl. Reporter stated that, patient was given an EKG in hospital and blood work was performed; all results were reported to be normal. Reporter noted that, patient was treated with intravenous fluids; however, reporter did not know the i.v.'s contents. Patients was reportedly released from the hospital 2 hours later. At the time of the event, patient was testing with international strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.